Manufacturer narrative:
A review of the manufacturing release data for this lot confirmed that all quality control specifications prior to distribution were met. Due to insufficient information, the investigation could not identify a specific cause of the event. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable glucose hk results for 1 patient sample on a cobas c 111 analyzer. The initial result was 114.45 mg/dl. The sample was repeated on another module (cobas c 503), and the result was 97.8 mg/dl. It was alleged that the results could have caused a change in clinical interpretation.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.